Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-4501, meniscal cinch, batch number 10602063, was received for investigation. Visual evaluation found pushrod #2 dislodged near the pushrod tab, preventing the cannula's implant out of the cannula. The most likely cause for the reported failure can be attributed to user error due to excessive force used when advancing the second button forward and/or not pulling the first button completely back before advancing the second.

Event description:
It was reported that during a meniscus suture surgery the second implant did not came off the handle. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. 17-oct-2022 update dw further information were provided that all implants were retrieved out of the patient.